Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knot in the catheter is confirmed and was determined to be use-related. One 10 cm catheter from a 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. A knot in the catheter was observed toward the distal end of the catheter. A microscopic observation revealed deformation of the catheter in the taper region of the distal end. The knot in the distal end of the returned sample was likely caused by repeated advancement and retraction of the catheter against resistance within the vessel. Evaluation of the returned catheter revealed no potential damage or defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they had an incident this week with a midline product that affected the patient (the line was knotted). Additional information 06/14/2024: midline was inserted into a male patient rt upper arm. Insertion went smoothly. Felt slightly grainy at the very end of sliding the catheter off onto the guide wire. Sharp removed easily. No blood back through catheter when attempted to draw back through 10ml syringe. Attempted to withdraw midline catheter out of patient arm. Catheter was extremely stiff to remove almost as if it was caught on something. The catheter was able to slowly be removed using firm backward force. Near the very end of removal of catheter from patient arm is was very painful for patient. Midline catheter was removed intact but had a tight knot noted in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that they had an incident this week with a midline product that affected the patient (the line was knotted). Additional information 06/14/2024: midline was inserted into a male patient rt upper arm. Insertion went smoothly. Felt slightly grainy at the very end of sliding the catheter off onto the guide wire. Sharp removed easily. No blood back through catheter when attempted to draw back through 10ml syringe. Attempted to withdraw midline catheter out of patient arm. Catheter was extremely stiff to remove almost as if it was caught on something. The catheter was able to slowly be removed using firm backward force. Near the very end of removal of catheter from patient arm is was very painful for patient. Midline catheter was removed intact but had a tight knot noted in the catheter. No other information was provided.